Event description:
It was reported by remote transmission the patient received several inappropriate shocks due to the defibrillator discriminator not filtering out supra ventricular tachycardia. The defibrillator remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant devices: 4194 implantable pacing lead, (B)(6) 2005. (B)(4).